Manufacturer narrative:
The steris field clinical specialist stated that the patient was being treated for stenosis. The steris field clinical specialist suggested that the doctor should use low flow due to the area that was being treated, however the doctor chose to use normal flow. After the sprays were completed, the doctor performed radial cuts and balloon dilatation. The steris field clinical specialist discussed the concerns of spraying trufreeze after the radial cuts and balloon dilation. However, the doctor decided to spray the area again. Following the trufreeze sprays, the patient developed a pneumothorax. The instructions for use states, "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." Steris offered in-service training on the proper use and operation for the trufreeze console system however, the user facility declined. The log files were reviewed for the trufreeze console system subject of the reported event, and no issues were noted. No additional issues have been reported.

Event description:
The user facility reported that a patient developed a pneumothorax following a procedure in which the doctor utilized a trufreeze console system. The patient was reported to be in good health following the completion of the procedure.